Event description:
It was reported that there was an overinfusion of insulin. The nurse programmed the insulin with a concentration of 100 unit/100 ml to infuse at 11.7 ml/hour, which should have lasted approximately 8.5 hrs. When the nurse returned at 1050, the 100 ml bag was almost empty. The alaris pump records show that only 11 ml volume total infused. There were no signs of leakage around pump and patient's IV. Two separate infusion ids, initially 0812-0818 (ID (B)(6) , volume infused 0.5 ml), then 0819-0930 (ID (B)(6) , volume infused 10.5 ml),with, infusion stop time (per alaris records) = 0930. Blood sugar checks were increased and there was a decrease in the patient's blood glucose but not to harmful levels. No patient harm. Although requested, further information not provided.

Manufacturer narrative:
Sample inspection: an external and internal inspection of the customer¿s pump module exhibited the following: pump module s/n (B)(6) : the right (male) iui date code (B)(6) 2013 ((B)(6) 2013) was observed with corrosion and damaged isolation ribs. The left (female) iui date code (B)(6) 2013 ((B)(6) 2013) was observed with corrosion and bent contact pins. Some fluid ingress was observed along the inside bottom of the rear housing and underneath the female iui. The bezel assembly data code was noted (B)(6) 2013 ((B)(6) 2013). No other obvious issues or anomalies were identified with the device during the inspection. Log analysis results: review of the pcu error logs identified a 240.4150.0 (sensor broken high failure), on (B)(6) 2021 at 08:16 am. Based on the logs, the insulin infusion was first started using pump module s/n (B)(6) . The device is selected and the user programs a primary infusion, insulin 100 unit in 100ml, (drug ID (B)(6) ) at 8:12 am, at a rate of 11.7ml/hr and a vtbi of 100ml. The infusion was started at 8:12 am. The pump module infused until 8:12 am when the device alarmed occluded patient side. The infusion was restarted at 8:13 am. The pump module infused until 8:16 am when the device alarmed channel error (code: 240.4150.0 ¿ failure: sensor broken high failure). The infusion was stopped and the pump module was channeled off and removed from the pcu. The volume infused was 0.501ml. Pump module s/n (B)(6) was added to the pcu at 8:18 am. The device is selected and the user programs a primary infusion, insulin 100 unit in 100ml, (drug ID (B)(6) ) at 8:12 am, at a rate of 11.7ml/hr and a vtbi of 80ml. The infusion was started at 8:19 am. The pump module infused until 9:10 am when the device alarmed occluded fluid side. The infusion was restarted at 9:17 am. The pump module infused until 9:18 am when the device again alarmed occluded fluid side. The infusion was restarted at 9:28 am. The pump module infused until 9:29 am when the device alarmed occluded patient side. The pump module is channeled off at 9:30 am. The volume infused was 10.52ml. The total combined volume infused for both pump modules¿ was 11.021ml. Test results: pump module s/n (B)(6) : results from a timed rate accuracy test demonstrated the device successfully passing. Worst case sear functionality testing results indicate the sear failed to engage the safety clamp when the door was opened on all ten (10) test trials. This observation was noted to be an incidental finding. The log findings contain no evidence of a sear failure during the infusion (i.e. Flow stop open alarms). Device history review: a review of the device history record showed the device had a manufacture date of 12/19/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s report of an overinfusion of insulin was not identified in this investigation. The customer¿s report of an overinfusion of insulin was not replicated during testing. The pcu event log identified two infusions of insulin on the reported incident date. The log records the first infusion on (B)(6) 2021 at 8:12 am. The user programs an infusion rate of 11.7ml/hr vtbi 100ml. The pump module immediately alarms for patient side occlusion, which is followed by a channel error (code: 240.4150.0 ¿ failure: sensor broken high failure) four minutes later, resulting in the termination of the infusion. The user confirms the malfunction, and the unit is removed from the system. The second infusion of insulin is recorded at 8:18 am, with the same infusion parameters. The logs recorded the device alarms for fluid side occlusion twice and patient side occlusion once. The first 2 occlusion alarms are addressed by the user and the infusion is restarted. The third occlusion alarm the pump module is channeled off. The total volume infused for both infusions is 11.021ml. Pump module s/n (B)(6) : rate accuracy testing found the device to be delivering fluid in specification. Inspection of the pumping mechanism found no irregularities. The pump module infusion was being used for treatment.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Diagnosis- intracerebral/intraventricular hemorrhage. Additional patient information not provided.

Event description:
It was reported that there was an overinfusion of insulin. The nurse programmed the insulin with a concentration of 100 unit/100 ml to infuse at 11.7 ml/hour, which should have lasted approximately 8.5 hrs. When the nurse returned at 1050, the 100 ml bag was almost empty. The alaris pump records show that only 11 ml volume total infused. There were no signs of leakage around pump and patient's IV. Two separate infusion ids, initially 0812-0818 (ID (B)(6), volume infused 0.5 ml), then 0819-0930 (ID (B)(6), volume infused 10.5 ml),with, infusion stop time (per alaris records) = 0930. Blood sugar checks were increased and there was a decrease in the patient's blood glucose but not to harmful levels. No patient harm. Although requested, further information not provided.